Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified high scan on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer was unable to self-treat and was admitted in the intensive care unit, a healthcare professional (hcp) obtained a blood glucose result of 463 mg/dl compared to a adc device scan result of 70 mg/dl. The length of sensor wear was 2 days. When the results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. The customer requiring administration of unspecified infusion and ketone drink for treatment. There was no report of death or permanent impairment associated with this event.